Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7097868.

Event description:
It was reported that the patient experienced incision pain over the spinal cord stimulation (scs) lead site. It was noted that the patient was very thin and bony, so the suture sleeves were too bulky. The patient underwent a revision procedure wherein the physician was able to remove the suture sleeves and anchor leads just by suturing directly to leads. The patient was doing well postoperatively. No other product was removed except the suture sleeves which were not returned by facility.